Event description:
Follow-up revealed the patient's ipg was explanted and replaced with a different model.

Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient has not recharged their ipg as recommended. In turn, their ipg became inoperable over time. As a result, the patent may undergo surgical intervention to address the issue.